Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
A pocket infection was reported. The patient also had a fever. The pump and catheter were explanted on (B)(6) 2013. The medication infused was lioresal. The patient¿s status at the time of the report was alive with no injury. It was later reported that the system was explanted so the patient was not receiving effective therapy.